Manufacturer narrative:
(B)(4). Concomitant medical products - cable ready gtr short 2in, cat#: 00223200200 lot#: 63697280. Greater trochanteric reattachment device short 50.8 mm length 22.1mm width, cat#: 00223200202 lot#: 63484972. Extended 4 hole gtr w/4 cables, cat#: 00223200206 lot#: 56654176. Bone plate 187 mm length 6 holes, cat#: 00223200301 lot#: 63375984. Cable for bone plate 1.8 mm diameter 24 in. (610 mm) length, cat#: 00223200318 lot#: ni (qty 4). Cable cerclage cable with crimp 1.8 mm dia. 635 mm length, cat#: 00223200418 lot#: 63338724. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length, cat#: 00223200418 lot#: 63338725. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length, cat#: 00223200418 lot#: 63528021. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length, cat#: 00223200418 lot#: 63700812. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length, cat#: 00223200418 lot#: 63812456. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, it was noted that the sterility of the bone plate was compromised due to sterile packaging damage. This event caused a delay in the procedure of forty-five (45) minutes to retrieve a replacement product to finish the case. The surgeon had to switch to a different product that was not an ideal use for the patient. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the inner packaging is damaged. The outer cavity (88440077500) is fractured and shattered at the opening extremity along its flange, exposing the inner cavity. The damage of the carton could not be dimensionally evaluated dimensionally as the end panel was opened. Device history record was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, the DHR review, and the potential transit age of the device. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.